Event description:
It was reported that the system 9800 locked up during a procedure and upon rebooting was unable to fluoro and had numerous communications failures. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The gib board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and placed back into service.